Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) performed on an unknown date under spinal anesthesia. According to the complainant, during the ablation phase of the procedure, the patient coughed, a cervical leak was subsequently noticed and a fluid loss alarm of 10cc occurred. The machine was paused and the patient was then sedated. With two and a half minutes into the ablation procedure, the case was then resumed and the procedure was completed. It was reported that the patient sustained second degree burn on the cervix and vaginal area and it was treated with silvadene cream. The patient had her follow up for six weeks and the burn was healed with no residual effects. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.